Manufacturer narrative:
Testing and investigation found leakage from the disposable batteries in the battery compartment of the device. Additional testing found the device alarmed for service alarm code 11/004 (less than 2.0 volts on lithium battery) . The device has been identified as part of product recalls. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported leakage from the disposable batteries was noted in the battery compartment of the device. The device was returned to the biomedical department for an unspecified reason. No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. During the testing at the user facility, leakage from the disposable batteries was noted in the battery compartment of the device. Though requested, no additional information was provided.